Event description:
A catheter was placed in the right hand, but was unable to be advanced. Upon removal, the tip of the catheter was noted to be ragged, and missing a part. X-ray confirmed foreign body in the vein which required surgery to remove under general anesthesia. The pt was discharged in good condition.